Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to moderately high vaulting and night glare. The lens was replaced with another icl lens. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.